Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. DHR review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while doing a bronchoscopy, the 15 mm connector disconnected to the ett, the rt and np noticed this right away and reconnected with no additional issues ".